Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer received, a power source alert. After plugging the pump into a wall outlet. Resulting, in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿. However, a specific value was not provided. The customer administered a manual injection to address their bg. Reportedly, the alert cleared and the pump successfully began charging, after leaving the pump plugged into the power source.